Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and exhibited output and sensing anomalies. A system reset and a second programmer were tried without success. An attempt to check the ID bit was also unsuccessful. The patient had a stimulator in her lower back but it was turned off during the interrogation. The device was subsequently replaced.